Event description:
According to the available information the slit at the top of the sheath felt stiff and did not open properly so the guidewire could not be detected. When the soft endoscope was used to check the ureter after tul, a flaw in the ureter was observed and was swollen.

Manufacturer narrative:
B3: estimated date.